Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
It was reported that on (B)(6) 2021, during an unknown procedure the ratcheting mechanism was not working properly. The handle was broken and it was passed off the field. The handle was removed from the sterile field and tagged as broken. There was no surgical delay. There were no patient consequences. The procedure was successfully completed. This report is for one (1) viper 2 system t-handle, ratcheting and cannulated. This is report 1 of 1 for (B)(4).